Event description:
It was reported that, after thr surgery, the unkn. Sl-plus stem broke. The patient outcome is unknown.

Manufacturer narrative:
It was reported that the plus uni stem uni. Stem w.sleeve 5 broke postoperatively. The patient entered to the emergency room with right hip pain. A revision surgery was performed to change the stem and review the osteosynthesis material (tensile belting/cerclage of the proximal femur). Significant degeneration of the cervical spine was noticed after the revision surgery. It was not reported if it was related to the stem fracture. The device in scope, which intent use is in treatment, was returned for investigation. The reported failure of an implant neck fracture and a relationship between reported event and device can clearly be confirmed upon visual inspection. A fracture analysis was conducted. About 2/3 of the fracture show fatigue striations, indicating that the crack propagated by fatigue. The residual fracture surface is covered by dimples, characteristic of ductile overload. No pores or inclusions, which could have initiated or enhanced crack growth, could be observed on the fracture surface. In the area of assumed crack initiation, mechanical deformation of the material was observed which may have originated during primary surgery and may have led to this crack initiation. This is seen as the only possible contributing factor. The batch in scope was manufactured and ordered back in 2001. No deviations were found in the corresponding record or material certificate. Neither for the specific batch nor for the article number an additional complaint was recorded. The provided clinical data was reviewed as well: the ¿significant degeneration of the cervical spine¿ is associated with the patient¿s spinal constriction at 5/6 level and cervical degeneration and is not associated with the implant. With the information provided the clinical root cause of the implant neck fracture cannot be confirmed. However, the patient¿s previous surgical history of the right hip, stress fatigue, and ductile overload are likely factors that lead to fatigue failure. It cannot be concluded that the reported implant neck fracture was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. In our current instruction for use for hip implants [lit. 12.23, ed. 05/16] an implant fracture is a known risk of a total hip replacement. This specific article type stopped being sold back in 2003. By considering our available post market data for this product type, the risk of an implant fracture can be considered as low. After the performed investigation it will not assumed that a faulty manufacturing resulted in the fracture. The root cause can not clearly be identified. No corrective or preventive actions are planned. S+n will monitor this device for similar issues.

Event description:
It was reported that the sl-plus stem broke postoperatively on (B)(6) 2021. The patient entered to the emergency room with right hip pain. A revision surgery was performed on (B)(6) 2021 to change the stem and review the osteosynthesis material (tensile belting/cerclage of the proximal femur). Significant degeneration of the cervical spine was noticed after the revision surgery. It was not reported if it was related to the stem fracture. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).